Event description:
It was reported that a patient underwent an abdominal hysterectomy on (B)(6) 2014 and suture was used. When dispensing the device, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: a needle was received for evaluation. The suture was not returned. A visual inspection of the needle was performed and no defects were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion - retained samples were evaluated. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.